Event description:
It was reported to philips that the system shut down automatically during a case. After restarting, the device stalled at a blue screen. The device was in clinical use at the time of the event. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the hard drive. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the planned treatment or non-emergency treatment. The procedure was aborted. The procedure was continued by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and found a blue screen in the control room. A review of the system logfile cannot confirm the malfunction. Upon troubleshooting actions, fse directly connected the hard disk of the host pc to the motherboard and checked the system after restarting 4-5 times, and the system was working. Later, a hard disk was ordered and replaced. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.